Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running light emitting diodes (leds) was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the pump running leds were observed to be dim. The system controller was disassembled to inspect the internal components and no issues were observed. A log file was downloaded from the returned system controller and the data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue throughout the log file. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the operation lamp was dim and it was difficult to tell if it was on. The system controller was exchanged.